Manufacturer narrative:
During an onsite visit the fse (field service engineer) verified z-offset, system performance and found system meets specifications. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A technician reported a partial side cut during corneal flap creation. Additional information received reporting the cut issues began at the left of the hinge at the ten o`clock position.